Event description:
After speaking with your help line I am sending you my bill for your company to send me a new dental protector kit. Thank you. My teeth went through the material after molding it. Also, bottom material came off.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.